Event description:
It was reported by the customer, the patient, who needed chemotherapy after gastric cancer surgery, followed the doctor's advice and had a single-lumen powerpicc solo catheter placed under ultrasound guidance on (B)(6) 2024. The catheterization process went smoothly, and the film results showed that it was in position t6. As scheduled, the patient was treated with catheter drugs, and maintenance was strictly followed during the intervals. On (B)(6) 2025, the patient was readmitted for chemotherapy as prescribed by the doctor. At 10:00 am on (B)(6) 2025, while the nurse was maintaining the catheter, she found that the catheter had fractured. After taking an x-ray, it was determined that the part remaining in the body was 10 cm long. The catheter was urgently captured and removed in its entirety with the fractured part. The patient had no discomfort.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. Two photographs of a powerpicc were returned for evaluation. An initial visual observation of the first photograph showed a break in the catheter tubing. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.